Manufacturer narrative:
H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), either there was no anticoagulant additive or an insufficient anticoagulant additive quantity found in the tubes. This event occurred twenty (20) times and required sample recollection.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta), either there was no anticoagulant additive or an insufficient anticoagulant additive quantity found in the tubes. This event occurred twenty (B)(4) times and required sample recollection.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 29-jan-2024. H.6. Investigation summary: bd received (B)(4) samples and 8 photos and 2 videos for investigation. Customer and retention samples were evaluated for presence and quantity of additive. Retention samples were evaluated with acceptable results. Fifty (B)(4) retention samples were evaluated for visual presence of additive with acceptable results. Fifteen (B)(4) samples representing each solution dispense position that was present in the retention samples were evaluated for quantity of additive with acceptable results. The customer provided one-hundred and one (101) representative samples to bd juncos. Per visual evaluation performed thirty-two (32) out of one-hundred and one (101) of the customer samples did not appear to contain additive and during titration testing sixteen (16) samples were found to be below titration testing specification limits. Photos and video were also provided by the customer for evaluation, in some photos the tubes appear to have missing additive. For insufficient additive, the condition cannot be confirmed by photo or video. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing/insufficient additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.